Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/11/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a procedure for a washout and incision and drainage of right wound infection on an unknown day in (B)(6) 2018 and suture was used. Surgeon was using suture 2-0 ethilon when she stated the tip broke off inside the patient. The scrub technician, surgeon, and pa were able to locate the tip of the needle. All three verified they found both pieces. The tip and rest of the needle were bagged. The device is not available for return. There were no patient consequences reported.